Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04201. It was reported that the patient was unable to get an MRI due to high impedance. In turn, the patient underwent surgery on (B)(6) 2021 wherein the left lead was explanted and the other existing lead was left implanted to resolve the issue. Effective therapy was established postoperatively. Note: it is unknown which lead was explanted, as such both leads are being reported.